Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 7.5, and 2.5. Time between testing was 10 mins. Reportedly, milking finger after finger stick, multiple finger sticks on same finger and squeezing bulb on cap tube to draw blood up into the cap tube. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strips testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.